Manufacturer narrative:
Per the t:slim user guide, during the fill tubing step, the user is to verify that drops are seen (3 drops of insulin at the end of the tubing). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing blood glucose (bg) levels between 55-675 mg/dl with a moderate ketone level. An insulin injection was used to address the high bg level. The contact indicated that the basal rate setting had been adjusted and may have been the cause of the fluctuating bg level. During troubleshooting with tandem customer technical support (cts), the contact stated that the fill tubing step had not been completed when the supplies on the pump were changed. Cts had the customer perform a system check using the current supplies on the pump and they were found to be functioning as expected.